Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to inadequate pain relief. The explanted devices were discarded by the medical facility. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial:(B)(6) batch: 20634026/20652952